Event description:
The physician was attempting to discontinue the drain from the patient 2 days post-op. During the removal attempt the tubing between the bulb of the jp and the internal drain piece tore apart leaving the device in the patient. This resulted in the return of the patient to the or for removal of the remaining piece.